Event description:
Lifepak screen stated (incorrectly) to "correct cable" when cables were installed and functioning properly. Also, when the gray button was pushed to open the door the lifepak did not convert to manual mode. Contact (B)(6) for add'l info. We have 36 lifepak 20s and 8 lifepak 20es with the same problem.